Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No reservoir compartment anomalies noted during visual inspection. Tested with a test p-cap and the test p-cap locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer had hyperglycemia. Customer's blood glucose level was 500 mg/dl at the time of incident. Customer also mentioned that the insulin pump had missing retainer ring and reservoir popped out too. Troubleshooting was done for cosmetic damage. The customer stated that the reservoir did not lock into place. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.